Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that after a patient came in complaining of pain, a x-ray was taken and a fracture of the implant was detected on (B)(6) 2022. The revision surgery took place on(B)(6) 2022.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received nail is completely broken in the webs of the proximal lag screw hole. The breakage initiated in a fatigued manner from the anterior web but broke in a much quicker manner from the posterior web. The breakage is observed on the opposite side of the misdrilling marks. The effect of misdrilling on the breakage in this case cannot be quantified. The fracture pattern resembles a fatigue fracture, evident by the appearance of lines of rest. On the medial side of the distal portion of the nail, the bearing point shows signs of deformation indicating overloading of the nail. With the available radiographs, an independent formal medical opinion was sought out: this case is regarding a broken gamma nail in a reverse trochanteric fracture. This is the most tricky fracture to reduce and fix. With available two x-rays, not much to be said about the bone quality since these are a low-resolution picture of an x-ray and are difficult to be judged on a mediocre laptop screen. With regard to callus formation, there seems to be none in the larger fracture lines 3 months after surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that after a patient came in complaining of pain, a x-ray was taken and a fracture of the implant was detected on (B)(6) 2022. The revision surgery took place on (B)(6) 2022.